Manufacturer narrative:
PMA/510(k)#: p100022/s001. The rpn and lot number of the device involved in this occurrence are unknown. The stent was implanted in the patient and is therefore unavailable for evaluation. With the information available a document based investigation will be carried out. This report relates to the self-expanding stent implanted as a treatment during the secondary intervention dated (B)(6) 2015. This stent occluded and was treated during the third intervention dated (B)(6) 2016. Images were provided to support the complaint investigation and were reviewed and the following comments were provided by the independent reviewer: ¿findings: implantation angiography, angiography from a second intervention 1 year post, and 2 week post-secondary intervention ultrasound and abis, and angiography from a third intervention performed 8 months after the second intervention were provided with the complaint report. The study lesion was a 12cm long mid to distal sfa occlusion with severe calcification of the distal 4cm. The severe calcification was located at the adductor canal. During angioplasty and stenting, it was most resistant and severe stenosis within the occlusion and likely represented the occlusion¿s nidus. The occlusion was crossed with a cxi catheter, angioplastied to 4mm, and then stented with overlapping zilver ptx stents. The distal stent was the 6x80mm stent and the proximal stent was the 7x100mm stent. Post stent angioplasty eliminated significant residual stenosis even though the heavily calcified plaque distal the stent caused 20% maximal diameter stenosis. One vessel posterior tibial artery (pta) runoff was demonstrated to the distal calf. The sfa occluded 3.5cm proximal the stents. It reconstituted 2.5cm inside the inferior end of the distal stent. After ultrasound assisted thrombolysis, the majority of the occlusion had resolved. In-stent stenosis was greatest in the reconstituted 2.5cm segment within the inferior end of the distal stent. The stenosis was 67% maximal diameter stenosis (1.7mm/4.7mm). Thrombolysis revealed modest neointimal hyperplasia within the thrombosed portion of the distal stent. Just superior to the where the occlusion had originally reconstituted, a 2.5cm irregular distal stent segment was narrowed 47% (2.6mm/4.9mm). Otherwise the remaining distal stent and the entire proximal stent were free of stenosis greater than 30%. The sfa just proximal the stents was narrowed 66% maximal diameter stenosis (2.0mm/5.9mm). One vessel pta runoff to mid-calf was still present pre-thrombolysis. No post intervention distal runoff imaging was provided. The entire segment was relined with a viabahn stent that spanned the occluded segment proximal the stents and distally to the popliteal artery. A second self-expanding stent was implanted in the proximal viabahn. Two weeks post the stents were without stenosis on ultrasound and the abis normal. The third intervention was preformed approximately 6 months later. The first provided angiogram demonstrated patency of the entire stented segment. Since the segment was reportedly thrombosed, this was likely after thrombolysis. Inflow to the stent was limited by a large severely stenotic dissected plaque and a stenosis within the mouth of the most proximal stent placed during the second intervention. This plaque and stenosis were stented with an additional stent. The stent coverage was extended distally through the popliteal artery to the knee joint level. No fracture or stent compression was present including the covered study stents. Impression: the stent occlusion was primarily thrombotic from likely a combination of neointimal hyperplasia, a new stenosis proximal the stents, and transient stent kinking at the adductor canal. The distal stent thrombosed at its mid-point which was centred at the adductor canal. This segment was most likely to bend and twist with knee flexion as well as kink because of severe calcification. This distal stent neointimal hyperplasia alone was unlikely to cause thrombosis. Had neointimal hyperplasia been the primary cause, the stent should have thrombosed at its inferior end where the stenosis was most moderate to severe; not at its mid-point where the stenosis was mild to moderate. The 6x80mm distal stent, located at the adductor canal, would have been the stent most likely to kink. The proximal 7x100mm stent was free of significant neointimal hyperplasia. It thrombosed secondary to thrombosis adjacent to each end of the stent. The occlusion of the stented segment treated at the third intervention was related to the new lesion proximal the stents. This occlusion was not related to the study stents as they were completely excluded by the covered stents implanted at the second intervention. Significant findings relative to the patient¿s anatomy were not observed. Distal runoff was limited to the pta. Significant findings relative to the disease state was observed. A new 66% maximal diameter stenosis developed proximal the stents. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed. The inferior end of the distal stent developed moderate to severe neointimal hyperplasia. No stent fracture, kink, or defect was observed.¿ imaging review findings relating to the original ptx stents during the 2nd intervention and the comments regarding the findings relative to the design or performance of the device are addressed in reports # 3001845648-2015-00250 and 3001845648-2015-00251. Imaging review findings relating to the original ptx stents during the 3rd intervention are addressed in reports # 3001845648-2016-00181 & 3001845648-2016-00182. According to the imaging review, the occlusion of the stented segment treated at the third intervention was related to the new lesion proximal the stents. Inflow to the stents was limited by the large severely stenotic dissected plaque and a stenosis within the mouth of the most proximal stent placed during the second intervention. The following queries were sent to the reviewer and the following comments were received: was the occlusion primarily thrombosis or restenosis - this occlusion was secondary to a new lesion proximal the stents and consequently neither primarily thrombotic or restenotic but from a new atherosclerotic lesion proximal the stents. The stents thrombosed secondarily. Which stented segment occluded in this case - the entire stented segment occluded. Was it the ptx study stents - no. Or was it the stents implanted during the 2nd intervention which covered the study stents - stents implanted at second intervention which covered the study stents. Do you know the type of stent the self-expanding stent was - the stent likely was a zilver stent¿. The customer complaint can be confirmed as stents implanted during the secondary intervention thrombosed. From available information, it is known that the patient had known potential risk factors for thrombosis including hypertension and hypercholesterolemia. Based on the above, it is very unlikely that the reported thrombosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. It may be noted that as per the instructions for use, arterial thrombosis is a known potential adverse event associated with the placement of this device. The rpn and lot number of the device involved in this event are unknown. Therefore, a review of the relevant documentation cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to the complaint information, treatment included thrombolysis and stent placement. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Protocol 12-004, pt. (B)(4), thrombosis of the study lesion probably related to the study product. This report is being submitted due to an image review received relating to previously submitted reports 3001845648-2016-00181 & 3001845648-2016-00182. According to the imaging review, during the second intervention on the (B)(6) 2015 a viabhan stent and a self-expanding stent were implanted over the original zilver ptx stents (3001845648-2015-00250 and 3001845648-2015-00251). The stented segment occluded again (3001845648-2016-00181 & 3001845648-2016-00182), however as per the imaging review it was the viabhan stent and a self-expanding zilver stent that occluded. Dr (B)(6) stated that the self-expanding stent was likely an uncovered zilver stent. On (B)(6) 2016 the patient underwent a secondary intervention to the study lesion for worsening claudication. Pre-intervention angiography revealed evidence of a total occlusion/restenosis of the study lesion. Treatment included thrombolysis and stent placement. The treating physician stated that this event was possibly related to the study product and procedure. Core lab analysis is not available.